Manufacturer narrative:
Additional information was added to h3 and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a leak between the connection of a vial-mate adaptor and bag of sodium chloride. This was identified during setup prior to patient use. There was no patient involvement. No additional information is available.